Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with a low device battery voltage, and low ventricular impedances. A power on reset (por) was also observed, and it was suspected that the low ventricular impedances were due to the por and the low battery voltage. Additionally, the device was not pacing. The device will be explanted and replaced. No patient complications have been reported as a result of this event.